Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, inappropriate mode switch episodes due to atrial lead noise and atrial noise reversion episodes were noted. The p-wave amplitude was also trending downward. Programming changes were performed. The patient was in stable condition.